Manufacturer narrative:
The echelon oval is a 1.5 tesla horizontal field (cylindrical bore) MRI system. Hitachi confirmed that the technologist had MRI safety training and that the appropriate warning signs were on the entrance door to the maget room. The magnetic field (above 5 gauss) was contained within the magnet room, but the technologist failed to exchange the patient's walker for a non-ferrous equivalent (walker or wheelchair) before entering the magnet room. The magnet suffered superficial damage to the covers and table mechanism due to the impact of the walker.

Event description:
The technologist was escorting a patient in the room when the patient's walker was pulled into the magnet. The patient brought the walker to the room. She was instructed to stop but did not seem to hear the instructions. As the walker was getting pulled, the technologist trying to stop it and suffered finger injuries (bleeding/dislocation). A follow up report indicated that the technologist suffered two finger dislocations and also a fracture which required surgery.